Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the secondary infusion backed up into the primary bag even though the device was on pause. Although requested, there were no further details or information provided and no report of harm.